Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the probe broken off at 8 mm from the distal end. There were scratches on the probe. The shape of the broken surface showed that a crack spread from the scratches as the starting point. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. This type of probe damage is most likely related to the operator's technique. Based on the evaluation of the subject device and the similar cases in the past, it is known that a probe of a device is cracked since a user activates the device contacting with something hard and the probe is broken when the cracked probe receives a load. The instruction manual of the subject device already states; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
It was informed that the probe of the subject device was broken off and fallen into the patient during a laparoscopic appendectomy. The fragment was retrieved. The doctor completed the procedure with the subject device. No patient injury was reported.